Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed testing. The cause of the test failure is corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the corrupt programming.

Event description:
During routine servicing of monitor sn (B)(4), a reportable problem was discovered. The monitor failed incoming testing.